Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 38 mg/dl. Customer stated they were not feeling well and when checked blood glucose level it was 40 mg/dl. The customer ate a doughnut and checked blood glucose 5 minutes later and it was 38 mg/dl, so he drank grape juice. Customer reported that they did not used auto mode at the time of event. Customer declined to troubleshooting for low blood glucose. The insulin pump was not returned for analysis.